Event description:
It was reported that during use, there was 3 foley urinary catheters which had defective balloons, where the balloons deflate and the catheter slips out. The first catheter was inserted on the evening of (B)(6) 2026 and had slipped out sometime during the night of (B)(6) 2026 lot#mykq1593. The next catheter was inserted on (B)(6) 2026 and was slipped out on (B)(6) 2026, at which time a crack in the balloon was observed lot#mykn5394. The next catheter was slipped out during the night of (B)(6) 2026 lot#mykp1611.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number provided: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.